Event description:
Reported as a band removal due to an anterior prolapse and pregnancy. The health professional also reported that the patient has been experiencing some obstruction and vomiting.

Manufacturer narrative:
The access port associated with this report will not be returned as it was not explanted. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Band slippage, obstruction and vomit are surgical/physiological complications, and analysis of the device generally does not assist inamed in determining a probable cause for these events. Analysis of the device noted damage from a sharp instrument to the band tubing (this is the portion of tubing located between the stainless steel connector and the band, not the stainless steel connector and the port). There was no indication of wear related damage to the portion of the lap-band system returned. Analysis of the device returned also noted surgical-like damage to the shell and ring of the band. We believe that all of the damage was likely caused during surgery to remove the device. Device labeling addresses the reported events of band slippage, obstruction and vomiting as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfullly resolved by band deflation. More serious slippages may require band repositioning and/or removal." "If there is total stomal outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated."